Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited unacceptable capture thresholds. The physician attempted repositioning the lead but the thresholds remained unacceptable. The lead was removed and replaced. Patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.